Event description:
It was reported that a patient needed to have the lead and generator explanted as the patient needed to have a functional MRI. The explanted lead and generator were returned to the manufacturer for product analysis. Other than typical wear and explant related observations, no anomalies were identified within the returned lead portions. During analysis of the explanted generator, an end of service warning message was observed and found to be associated with the output being disabled by the pulse generator. There were no obvious visual signs for what may have contributed to the pulse disabled condition. Once the output was re-enabled, results of electrical test results demonstrated that the pulse generator was operating within specification. Other than the output disable condition, there were no additional adverse functional, mechanical, or visual issues identified with the returned generator.